Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urgency frequency. It was reported that they are not getting the stimulation in the areas they need it. Patient stated they had been to the doctor's office 2-3 times to meet with a manufacturing representative (rep), but they didn't do anything for them. Patient also stated they had met with a different rep who put 3- 4 programs in, so they tried those. Patient stated that it didn't help so they ended up "turning it up quite a bit higher." Patient mentioned they used to "wear it higher and they do better that way but it just felt like it kind of pokes." Patient stated they felt stimulation on the left side of their cheek area rather than down in their pelvic floor so they didn't want to keep increasing it. The patient also mentioned they were still having trouble with the healing where "the generator and the lead wire are." Patient stated they have a lot of scar tissue and were still experiencing pain. They were trying to break it up with a hand massage, cupping, etc. Patient confirmed they were having a lot of pain around the generator sometimes and the left side of their cheek area rather than down in their pelvic floor. The agent asked if this had been an issue since they got the newest implant and patient confirmed it had been going on for about a year and a half. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient said they just saw an hcp yesterday and did an x-ray. The doctor that did the implant didn't put it in the right place. The therapy is not working for them. Reviewed compatibility with laser and stimulation with needles. Doctor suggested patient go to pelvic floor programming, and they were having trouble getting their back. They suggested the patient go to colorado urology center. Met with manufacturing rep yesterday and went over x-ray with patient. Representative said the lead is not laying right. Very painful in lower back and where the device is. Patient has a lot of rope type tissue that they have been going to medical massage therapy for two years to work on the scar tissue. Device makes urinary problems worse. When patient turns up the device they feel it in lower part of glutes and low in sacral nerve rather than pelvic floor. Every so often they get a jolt of stimulation instead of constant stimulation. The representative changed the program until they have the stimulator replaced. The therapy not helping bladder at all. Patient had a lot of atrophy in sacral area. Therapy has not been successful either.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b133, lot# va2jq6u, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 04-oct-2023, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that patient discussed their symptoms with hcp, an x-ray showed that the electrode and piece of wire were incorrect. Surgery was planned for september/october. Issue has not yet been resolved. The patient stated that the programs set were not helping the bladder and pelvic floor. The hcp added a new program to help them until surgery to correct the stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.